Event description:
On (B)(6) 2009, a stryker spine rep received a report of a possible adverse event from a physician in (B)(6). The physician reported that a pt developed hypersensitivity to touch in unspecified location(s), approx 6 months after receiving an op-1 containing product. The physician reported to the spine rep that the pt is now hypersensitive to touch in areas where she had not been before. The physician stated that he suspects the hypersensitivity may be the result of an autoimmune response, but he did not elaborate. No add'l details were provided. Add'l info has been requested.